Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 4.34 g/l (434 mg/dl) while wearing the pod. The pod was removed and the cannula was noted to be bent. The patient's insulin intake history is as follows: time: 9am, rate: 0.30u/h. 12pm, 1u/h. 2pm, 1u/h.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found no bends or kinks in the soft cannula, but a tear was present in the exposed portion of the soft cannula. Fluid was found to exit at the tear in the soft cannula, rather than the distal tip. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.